Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to report back if any malfunction code appeared again.